Manufacturer narrative:
The reported lot number 23450387 does not provide a match in the system search; therefore, the device manufacture and expiration dates cannot be determined. (B)(4). The complainant indicated that the device was disposed and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a pelvic floor reconstruction procedure performed on (B)(6) 2021 for the treatment of pelvic floor muscle prolapse. During the procedure, when the suture was being pulled from the anatomy after deployment, the suture was suddenly torn in the middle. Reportedly, the dart stayed in the tip of the device. The procedure was completed with another capio slim device. The condition of the patient following procedure was stable. There was no serious injury reported as the outcome of the event.